Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified covid assay the following information was provided by the initial reporter: "customer problem: customer reporting persistent discrepant results on the bd cov-2 assay."

Manufacturer narrative:
Investigation: a "correlation/repro/discrepant" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported that they received discrepant results on covid assay. Field service was dispatched. Field service did not note of any issue. Field service did clean the instrument and removed covers and cleaned areas beneath the cover. No parts were returned to bd for investigations. The complaint is unconfirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified covid assay the following information was provided by the initial reporter: " customer problem: customer reporting persistent discrepant results on the bd cov-2 assay. "